Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ping meter was displaying inaccurately high results compared to her feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported immediately prior to the start of the alleged issue she had symptoms of feeling "sweaty, confusion, weakness, and shaky." The patient reported the alleged issue occurred 2 weeks prior to the start of the alleged issue. The patient reported using insulin pump therapy (novolog 1/10 ratio) to manage her diabetes. The patient reported on (B)(6) 2013, she contacted her doctor for phone advice and was advised to "make sure pump is working properly" and to "decrease her dose of novolog insulin. The patient reported checking her blood glucose on her husband's meter and a reading that was "30 points less" was obtained on an accu-chek meter, 2 days prior to contacting lfs. At the time of troubleshooting, the cca noted the patient's test strips were in good condition. The cca confirmed the subject meter was in the correct unit of measurement at the time of testing. When a control solution test was run, the result was within the recommended range. Replacement products were sent to the patient and the products were requested for return for evaluation. Although the patient developed symptoms suggestive of hypoglycemia, she reported being symptomatic prior to the start of the alleged issue. Therefore, the meter could not have caused the alleged injury. However ,this complaint is being reported because the patient required assistance from a healthcare professional for treatment of an acute complication of diabetes.